Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patient samples tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. Based on the data provided, the results for 2 patient samples are a reportable malfunction. Patient 1 initial gluc3 result was 18 mg/dl. The repeat result was 108 mg/dl. On (B)(6) 2018 patient 2 initial gluc3 result was 1 mg/dl. The repeat result was 186 mg/dl. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 317737 with an expiration date of 31-may-2019. The customer checked and cleaned the sample probe. Calibration and qc were acceptable. Reagent and sample short alarms were observed on the customer's alarm trace data from (B)(6) 2018.

Manufacturer narrative:
The customer was not having issues with any other assays. The customer changed the sample probe and no issues have occurred since then. Based on the data provided, no pre-analytical issues are suspected. Since calibration and qc were acceptable, a general reagent problem has been ruled out. The issue was solved by replacing the sample probe.